Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was stated that the insulin pump was damage. The customer's blood glucose was 23 mmol/l. The plastic had come off insulin pump and there was crack on the reservoir compartment. The troubleshooting was performed for the damage. The customer was advised that the insulin pump will need to be replaced and discontinue use of the insulin pump and revert to a back up plan. The product will be returned for analysis.

Manufacturer narrative:
Device had broken battery tube threads, broken reservoir tube lip. (B)(4).